Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of groin pain ("the foreign-body material has been removed / pain in left groin") in a 43 year-old female patient who had essure inserted (lot no. C68801) for female sterilisation and contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was paracetamol for pain since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted (intra-uterine). In (B)(6) 2015 she experienced poor quality sleep ("poor sleep"). In (B)(6) 2015 she experienced irritability ("extremely irritable") and menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2016 she experienced groin pain (seriousness criterion intervention required), dysstasia ("not being able to stand for long") and loss of libido ("no more interest in sex"). In (B)(6) 2016 she experienced palpitations ("palpitations"), mental disorder ("psychological symptoms") and aggression ("aggression"). Essure was removed on (B)(6) 2017. An unknown time later she experienced headache ("daily headaches"). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of groin pain was unknown. The reporter considered aggression, dysstasia, groin pain, headache, irritability, loss of libido, menstruation irregular, mental disorder, palpitations and poor quality sleep to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. The most recent follow-up information incorporated above includes data received on: 30-nov-2022: reporters information, date of birth, product indication, concomitant-paracetamol , product removal date, lot number added event medical device removal replace with pain in left groin. Palpitations, psychiatric symptom, irregular menstrual cycle, aggression, irritable, lack of libido, poor sleep, headache added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of groin pain ("the foreign-body material has been removed / pain in left groin") in a 43 year-old female patient who had essure inserted (lot no. C68801) for female sterilisation and contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was paracetamol for pain since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted (intra-uterine). In (B)(6) 2015 she experienced poor quality sleep ("poor sleep"). In (B)(6) 2015 she experienced irritability ("extremely irritable") and menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2016 she experienced groin pain (seriousness criterion intervention required), dysstasia ("not being able to stand for long") and loss of libido ("no more interest in sex"). In (B)(6) 2016 she experienced palpitations ("palpitations"), mental disorder ("psychological symptoms") and aggression ("aggression"). Essure was removed on (B)(6) 2017. An unknown time later she experienced headache ("daily headaches"). The patient was treated with surgical essure removal. At the time of the report, the outcome of groin pain was unknown. The reporter considered aggression, dysstasia, groin pain, headache, irritability, loss of libido, menstruation irregular, mental disorder, palpitations and poor quality sleep to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Batch no c68801. Production date 2014-07-01. Expiration date 2017-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of groin pain ("the foreign-body material has been removed / pain in left groin") in a 43 year-old female patient who had essure inserted (lot no. C68801) for female sterilisation and contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was paracetamol for pain since december 2015. On (B)(6) 2015, the patient had essure inserted (intra-uterine). In (B)(6) 2015 she experienced poor quality sleep ("poor sleep"). In (B)(6) 2015 she experienced irritability ("extremely irritable") and menstruation irregular ("irregular menstrual cycle"). In (B)(6) 2016 she experienced groin pain (seriousness criterion intervention required), dysstasia ("not being able to stand for long") and loss of libido ("no more interest in sex"). In (B)(6) 2016 she experienced palpitations ("palpitations"), mental disorder ("psychological symptoms") and aggression ("aggression"). Essure was removed on (B)(6) 2017. An unknown time later she experienced headache ("daily headaches"), mood swings ("mood swings") and libido decreased ("low libido"). The patient was treated with surgery (to remove essure/ laparoscopic tubectomy bilateral). At the time of the report, the groin pain, palpitations, mood swings and libido decreased had resolved. The reporter considered aggression, dysstasia, groin pain, headache, irritability, libido decreased, loss of libido, menstruation irregular, mental disorder, mood swings, palpitations and poor quality sleep to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Removal was performed at the patient's request. Batch no c68801 production date 2014-07-01 expiration date 2017-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2023: groin pain's outcome and non-drug treatment notes, palpitations's outcome, new adverse events (mood swings and libido decreased) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, I have had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2022: quality safety evaluation of ptc. 27-oct-2022: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.